Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices was attempted in bilateral common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. In the right common femoral artery (rcfa), the 1st proglide was successful placed. The 2nd proglide was rotated at the right site 30 degrees but it failed. The plunger was pulled back but no suture was present so it was replaced with a 3rd proglide successfully. In the left common femoral artery two proglides were successfully placed. The aaa procedure was completed and hemostasis was achieved in bilateral common femoral arteries with the successfully preplaced proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that no suture was present (suture retrieval issue), the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The suture retrieval issue was confirmed as a cuff miss was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the arteriotomy was 6f. The sheath was upsized to 9f and then 18f. No additional information was provided.